Event description:
It was reported that during in clinic follow-up, patient presented with noise on their atrial lead. The lead was explanted and replaced on (B)(6) 2021 and patient's condition was noted to be stable throughout the procedure.